Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was distorted. The valve sewing ring was damaged exposing the stent, which likely occurred during explant. All leaflets were in the closed position with crowded free margins. All leaflets were slightly stiff but flexible, except where host tissue was present. Tissue deterioration from contact with host tissue growth on the outflow rail was noted on the left cusp (lc). The right cusp (rc) was prolapsed and billowed above the coaptive plane, likely resulting from the dehisced right left commissure. Right non-coronary and left non-coronary commissure dehiscence was observed. However, manufacturing sutures could not be assessed as the detachments did not expose the aortic wall. Pannus was observed at the superior coaptive area of the left non-coronary commissure. Multifocal pannus was observed on the sewing ring at inflow, encroaching up to 4mm into the left right inferior coaptive areas. Pannus was noted on the right and non-coronary outflow rails and extending to the margin of attachment of each respective leaflet. An unknown amount of pannus appeared to have been removed during explant. Radiography revealed multifocal calcification on the right outflow rail and all cusps. Conclusion: based on the reported information and analysis of the returned valve, the observed commissure dehiscence would have led to regurgitation. This was most likely caused by the observed pannus and/or calcification. Regurgitation related risks are documented in the risk management file. Since the valve has been implanted for over 16 years, it¿s very unlikely that the regurgitation is due to any potential manufacturing issue. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 11 months post implant of this bioprosthetic aortic valve, it was explanted for unknown reasons. The replacement product was not reported. No additional adverse patient effects were reported.